Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient needed the revision surgery to graft the gap between the skull and maxilla and a new plate to fixate this graft. It was also planned to implant a new peek implant to improve projection and symmetry of the cheeks.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent revision surgery to have peek implant remove due to infection on the left side several months after the initial surgery. The surgeon cut the plate and removed the left half of the plate. The surgery was successfully completed. A second revision surgery will be performed on (B)(6) 2021 to insert new bone graft, new plate, and new peek implant. This report is for one (1) trumatch cmf - screw kit. This is report 2 of 10 for (B)(4).